Event description:
It was reported that at the first stage two leads were implanted under fluoroscopy after micro-recording and microstimulation. Secondly, the two extensions and implanted neurostimulator (ins) had been implanted. Lastly, an impedance check was done. The test determined that high impedance measurements were found with contact 2 and 3 on monopolar and also bipolar settings for the one lead. Additional information received reported that programming was done on 2012-(B)(6). Impedance measurements were also performed which indicated all impedance measurements were okay.

Manufacturer narrative:
Lead model 3389, lot # 0205504422, implanted: 2012-(B)(6), explanted: unk, lead model 3389, lot # unk, implanted: unk, explanted: unk, extension model unk, implanted: unk, explanted: unk, extension model unk, implanted: unk, explanted: unk.